Manufacturer narrative:
(B)(4). (B)(6). Although requested, the set has not been received. A follow up report with failure investigation results will be submitted should the device be returned for eval.

Event description:
The customer reported problems with disconnecting the male luer on the secondary set from the smartsite valve port on the primary set. Reported secondary infusion was started in the pre-op area using sterile luer-to-sterile luer connection. During surgery, the secondary set needs to be disconnected and the smartsite valve port re-accessed. The user reported difficulty removing and/or breaking of the male luer when disconnecting the secondary set from the primary set. A work-around has been implemented to make disconnection easier. A max-plus clear valve is attached to the upper smartsite valve port prior to attaching the secondary set; then the user is able to disconnect the secondary set without difficulty. No pt harm or medical intervention reported. Although requested, no further pt or event info was provided.